Event description:
It was reported that during start-up the ventilator generated a technical error code indicating a power failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.